Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the image was no longer displayed due to communication failure due to cable disconnection, but the root cause could not be confirmed. Other device issues found: water leakage. Olympus will continue to monitor field performance for this device.

Event description:
As reported, the device was found to be defective right after the reprocessing. Device was found with image problem. There is no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus prerov. During the incoming inspection the device was found with no image, only black screen. The cable has broken wire inside the cable and broken insulation. The faulty cable needs to be replaced. Evaluations findings confirmed the customer reported fault and was identified to be due to faulty cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.